Event description:
It was reported to a non-abbott vascular device manufacturer that during a procedure in an unspecified peripheral vessel, an unspecified balance middleweight (bmw) guide wire was advanced past the target lesion without issue. A non-abbott laser catheter was then advanced over the bmw guide wire, however, became stuck during advancement (the catheter was unable to be advanced or retracted over the guide wire). Both the non-abbott laser catheter and bmw were withdrawn from the anatomy as a single unit without issue and were able to be separated from one another while outside of the anatomy. A bmw guide wire and the same laser catheter were used to complete the procedure without issue. Reportedly, there was no damage visible on the bmw guide wire. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.